Event description:
On operating, on the way of using, the device sparked and the patient was burnt a little. Confirmed a hole at the cord. Used another device. Upon testing it was confirmed the device had an insulation degradation that would lead to hipot failure.